Event description:
It was reported that a patient presented to clinic for follow up, the atrial lead exhibited noise oversensing, resulting an inappropriate mode switch. The atrial lead pacing was inhibited. No programming changes or any interventions were reported. The patient was stable during the in-clinic check.